Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing of (B)(6) revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. This is an additional observation not related to the reported event, which can most likely be attributed to an estimation error. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination within both power ports, the serial port, and the pump connector. The observed serial port and pump connector contamination are additional findings not related to the reported event. The most likely root cause of the observed contamination with the controller ports can be attributed, but not limited to handling of the device. Supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Log file analysis revealed a controller power up event logged on (B)(6) 2020 at 07:59:29. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 80% relative state of charge (rsoc) and an active adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port and (B)(6) was connected to power port two. The controller was without power for 14 seconds. No anomalies were noted leading up to the loss of power. As a result, the reported events were confirmed. A power source lubrication procedure had been performed on the power sources in accordance with the requirements under fsca cvg-18-q4-19 on 12-feb-2019. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: serial #: (B)(6). D9: yes, return date: 15-jan-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c10. H6: FDA conclusion code(s): d02. D4: serial #: (B)(6). D9: yes, return date: 15-jan-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02. D4: serial #: (B)(6). D9: yes, return date: 15-jan-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. D4: serial #: (B)(6). D9: yes, return date: 15-jan-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system battery model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(4) UDI #: (B)(4) device evaluated: no. Mfg date: 11-apr-2018 labeled for single use: no. (B)(4). Heartware ventricular assist system battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(4) UDI #: (B)(4). Device evaluated: no. Mfg date: 11-apr-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system battery model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(4) UDI #: (B)(4) device evaluated: no. Mfg date: 11-apr-2018 labeled for single use: no. (B)(4). Heartware ventricular assist system battery model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(4) UDI #: (B)(4) device evaluated: no. Mfg date: 11-apr-2018 labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and several batteries exhibited power switching, which led to a loss of power to the ventricular assist device (vad). The controller and batteries were exchanged. No patient complications have been reported as a result of this event.